Event description:
The customer reported that the unit has multiple error codes messages. It is unknown if the unit was in clinical at the time the reported issue was discovered and it is unknown if there was harm to the patient, additional information has been requested.

Manufacturer narrative:
Through follow-ups, the customer stated that there was patient involvement. The customer does not have patient's details, but stated that there was no patient harm.